Event description:
Rpeortedly, pt was reop'd on 05/03/2006. There were possible staple line failures. There is not definitive evidence that this was a mechanical failure. Pt had to be reoperated on to fix the leak in the anastomosis. Medical history co-morbitities.